Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
The iab leaked. This was the only info at the time of the report. The following was rpt'd on 9/18/87: the iab was inserted into the sheath and bleeding was noted in the iab at the proximal end of the shaft. The iab was removed and a second was inserted. The pt expired on 8/3/97 post arrival in the ccu unit. It was rpt'd that there was no pt injury resulting from the event. It was rpt'd that the pt leg was mottled. Event complications: unk - rpt'd 8/19/97; mottled leg - rpt'd 9/18/97. Pt current status: expired - rpt'd 9/1997.